Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 19-aug-2024 and forwarded to millyard advanced medical products, llc on 20-aug-2024. The patient reported receiving occlusion and low battery attention alarms on both pumps. Troubleshooting was unsuccessful, and the patient went to the hospital for treatment and was admitted. The patient reported they did not experience any adverse side effects. The patient was later discharged from the hospital. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.